Event description:
It was indicated that the device was removed and replaced with an ams ambicor penile prosthesis due to pt dissatisfaction, the product bent under slight pressure, could not maintain an erection.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.